Event description:
A baxter employed nurse from (B)(6) reported an incident of a break in aseptic and peritonitis. On an unknown date, a break in aseptic technique occurred, described as the "area not clean before starting peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient began remedial therapy with amikacin (250 mg, daily, IV) and reflin (1.5 gm, twice daily, IV). Dianeal therapy was ongoing and remedial therapy with reflin and amikacin continued. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolved. The reporter believed that the peritonitis was unrelated to dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the event of break in aseptic technique.

Manufacturer narrative:
(B)(4).the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown, the sample was not requested.a 510(k) number will not be provided in the emdr as the product code and lot number are unknown.